Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs indicate that there was an ECG signal via pads. However, the device was switched to leads view and experienced an ECG lead fault, indicating a poor connection between the leads and patient. The device requires ECG view in order to pace on demand. It is unknown what may have caused the fault in lead ii and suspect coupling. The associated ECG cable and ECG monitoring electrodes were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.